Event description:
It was reported to philips that the live image was not available on the azurion device. No harm was reported to philips. A philips field service engineer (fse) visited the site and identified a blown fuse. They replaced the fuse, which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during planned treatment/non-emergency treatment and procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that live signal was not visible. Fse did the troubleshooting and found that the fuse was blown in power supply that was feeding splitter module rack. Fse replaced the splitter rack power supply fuse. After replacing the splitter rack power supply fuse the system returned to use in good working order. The codes were updated based on the investigation outcome.